Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the screen was scratched. No evidence of reported problem in event log was found. During the evaluation of the device, the moment the pump powered up it double beeped. The downstream sensor was the cause of the issue. It was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd legacy 1 pump alarmed at start up. There was no patient involved.